Event description:
Allegedly, the exectec cup line had worn out. He replaced it with a lateralized liner. This required him to reduce the head length. Revised the cocr head with a ceramic head. Had me open the cocr head and then switched to ceramic.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Manufacturer narrative:
The complaint does not allege deficiency in the product. Please void this report.